Manufacturer narrative:
(B)(4). Date sent: 8/12/2021. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The DHR for lot 18876 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Photo was provided for review by ethicon medical safety officer. Following are their observations: I reviewed an x-ray image of the patient referred to in the complaint. The xray image showed a discontinuous clasp linx device. The annular shape was absent, the beads were separated and not in the same plane consistent with a discontinuous device. Additional information was received: event date: (B)(6) 2021, product code: lxmc15, product functional family: torax, serial number: unk, lot number: 18876. Additional information was requested, and the following was obtained: what was the date of implant?- (B)(6) 2018. What was the patient doing when she noticed the ¿popped/snapped¿? ¿ information was not provided. Explain more detail that was around the ¿popped/snapped¿? - ¿ information was not provided. What symptoms lead to the discovery of the discontinuous device? When did they begin?- (B)(6) 2021. Was the device initially effective in controlling reflux?- yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? ¿ information was not provided. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? ¿ information was not provided. Did the patient have any other surgeries in the area? ¿ information was not provided. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Please see attachment for picture provided by surgeon. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? ¿ information was not provided. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? ¿ information was not provided. When and if the linx device is removed, may we ask that the device be returned for analysis? ¿ information was not provided. Device has not yet been removed. Surgeon is working with patient on next steps.

Event description:
It was reported that the patient is claiming that the device has ¿popped¿. That the patient felt in the area of where the device is placed a ¿pop¿ or ¿snap¿. Surgeon has requested images to confirm the patients claim. Additional information will be provided once available.